Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, multiple automatic mode switch episodes that were inappropriately triggered by noise on the atrial channel of the implantable cardiac defibrillator. No intervention was performed. There were no patient consequences.